Manufacturer narrative:
Power cord wires broken and shorting out, and part of the outer sheath is missing. Holders won't latch. Heating tubes clogged with gutta percha. All other functions work properly. Replaced power cord and holders. Cleaned gutta percha, as much as possible, from heat tubes. Unit passed heat test. All other functions normal.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause our contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper universal oven was smoking, shorted out and has frayed wires.